Event description:
It was reported that the patient needed their leads replaced due to poor lead location. During that replacement procedure, high impedances were reported. Impedances were >40, 000 ohms on all pairs with contacts 9, 10, 14, 15. Contacts 0 thru 7 pairs were normal, as were 8, 11, 12, 13. The physician switched lead tails, and impedances remained high. The physician suspected there was fluid in the connector block. It was suggested that the block be vacuumed. It was further noted that all high impedances were resolved in the operating room. No other testing or interventions were needed. The patient had stimulation coverage where she needed it. No additional information was reported.

Manufacturer narrative:
Lead model 39565-65 serial (B)(4) implanted: (B)(6) 2012 explanted: na. Lead model 3778 lot v707129039 implanted: (B)(6) 2011 explanted: (B)(6) 2012. Lead model 3778 lot v722589024 implanted: (B)(6) 2011 explanted: (B)(6) 2012. Programmer model 37743 serial (B)(4). Recharger model 37752 serial (B)(4).